Manufacturer narrative:
The investigation is incomplete at the time of this report.

Event description:
The complaint is reported as: the customer alleges that during a cardiac arrest, the mask was leaking and went flat. The customer reports that there was no disability or temporary bodily harm connected with the incident.